Event description:
The facility reported a colleague infusion pump with "unable to replace the batteries they are damaged." This event occurred upon power up in the general pt ward. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a malfunction of " unable to replace the batteries they are damaged" was confirmed during product evaluation. Quality engineering has determined that this condition was caused by depleted batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "unable to replace the batteries they are damaged" was not confirmed during product evaluation; however, the quality engineer has determined that this condition was caused by depleted batteries resulting from user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.